Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the graftmaster rx coronary stent graft system, instructions for use as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right posterior descending artery (pda). A perforation occurred, during use of an unspecified device, in the vessel that was less than 2.75 mm in diameter. The 2.8 x 19 mm graftmaster stent was implanted and the perforation was sealed; however, final imaging noted complete occlusion of the vessel. Two unspecified drug eluting stents were implanted to open the occlusion and flow was restored. Post procedure, the patient was in stable condition. No additional information was provided.